Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis right cylinder and pump were removed and replaced due to a hole in the right cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) cylinder and pump components at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually inspected, and leak tested. The cylinder had wear at a fold on the cylinder body. The cylinder had a hole and a leak from the corner of a fold in the proximal end of the cylinder; broken fabric threads were found. The pump was visually inspected, leak tested, and functionally tested. The pump tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump passed the leak test. The pump failed inflation test 1, as well as activation test 2 and 3. Based on the information available and analysis results, the reported hole and mechanical issue were able to be confirmed and the cause was traced to a component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis right cylinder and pump were removed and replaced due to a hole in the right cylinder. No patient complications were reported.